Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment. The customer's meter has been requested for investigation.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.